Event description:
It was reported that the patient experienced a shocking and jolting sensation. It was noted that the patient 'walked into the refrigerator section at work and was standing on the bottom while pulling product from the back.' It was noted that 'the patient's knee touched a metal shelf and felt a burning above her knee.' It was further noted that the patient felt 'a shocking through the lower half of her body and then lost stimulation.' It was noted that initially, the patient's device was not interrogated with the patient programmer, and her device was off. It was further noted that after contacting her manufacturing representative, the patient programmer 'was synched up and the patient was told to decrease the stimulation to 0 v on all of her 4 programs, turn the device back on and start to titrate the voltage.' It was noted that 2 of the patient's programs were gone and it was unknown how that occurred. It was further noted that the patient's impedances were 'good' and programs 1 and 2 were missing. It was noted that the patient was receiving stimulation in the right area with programs 3 and 4, but the 'voltage requirements were significantly higher.' It was further noted that there were no error messages on the patient programmer or the clinician programmer. It was noted that the manufacturing representative was planning on 'not programming 1 and 2 back in, because the patient doesn't really need them.' Additional information received reported that the patient was receiving effective therapy after reprogramming. It was noted that normal impedances were measured or 'elevated.' It was further noted that the 'same coverage was obtained but with higher energy requirements.'

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).